Event description:
It was reported that 4 months after the index procedure, there was stenosis of the mid section of the enterprise vrd (enc452812/lot unk). The enterprise was used acom artery. During the initial placement of the stent there was a minimum on 5mm beyond the aneurysm neck. There was no migration during the procedure, and the stents covered the aneurysm neck. There was no significant vessel spasm, nor associated patient adverse event noted. The aneurysm was broad neck aneurysm and the vessel diameter was 2.5 ¿ 5mm proximal to distal. The implant date was between the years of 2011 ¿ 2013. The admitting diagnosis was sah, and there is no patient information available.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. Please note that the event and implant date are unknown.

Manufacturer narrative:
It was reported that 4 months after the index procedure there was stenosis of the mid-section of the enterprise vrd (enc452812/lot unk). The enterprise was used acom artery. During the initial placement of the stent there was a minimum on 5mm beyond the aneurysm neck. There was no migration during the procedure, and the stents covered the aneurysm neck. There was no significant vessel spasm, nor associated patient adverse event noted. The aneurysm was broad neck aneurysm and the vessel diameter was 2.5 ¿ 5mm proximal to distal. The implant date was between the years of 2011 ¿ 2013. The admitting diagnosis was sah, and there is no patient information available. The device remains implanted and was not available for analysis. No lot number were provided and no DHR could be conducted. With the limited information it no possible to determine the cause of the event stenosis, however stenosis of the stented segment is a known potential adverse event associated with the use of the enterprise vrd as outlined in the instructions for use. Underlying patient and procedural factors may play a role; however, based on the available information, no conclusion can be made regarding possible contributing factors. With review of the limited information, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken.